Manufacturer narrative:
No patient involvement. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the luminometer to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the human thyroid-stimulating hormone (access hypersensitive htsh) calibration failures is due to a hardware malfunction, as replacing the luminometer resolved the issue. This malfunction has the potential to generate erroneous patient results, however; there is no indication erroneous patient results were generated as a result of this malfunction. (B)(4).

Event description:
The customer reported human thyroid-stimulating hormone (access hypersensitive htsh) calibration failures in association with the access 2 immunoassay system serial number (B)(4). The access hypersensitive htsh calibrations failed due to the standard 0 cv. A system check passed within performance specifications prior to the event. There were no reported erroneous patient results associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.